Event description:
A consumer reported that starting around three to six months ago, the implantable neurostimulator (ins) wasn't working well on the left side of the patient's leg, they couldn't feel stimulation there, and they experienced a loss of therapy. The patient met with the manufacturer's representative (rep) who tried adjusting it, but was unable to resolve the issue. The rep. Recommended the healthcare provider (hcp) replace the ins due to the fact the battery was coming to nine years and was about to go dead in the next six to seven months. The patient was scheduled to have the ins replaced on (B)(6) 2016. Relevant medical history includes other chronic/intract pain (trunk/limbs).

Event description:
Additional information received from the consumer reported their back started giving them problems about three to six months ago. They were uncertain when the left side of their leg started to be a problem; they just noticed the stimulation was stronger on the left leg than the right leg. The consumer met with a surgeon who referred them to another physician to get their back pain addressed. The consumer also met with the manufacturer¿s representative (rep) who wasn¿t unable to get stimulation to address their pain, and suggested to have the system replaced because the device was close to end of life (eol). On (B)(6), the consumer had ¿a bunch of tests¿ done in preparation for the entire system to be replaced, which had not been scheduled yet. The consumer was meeting with a physician on (B)(6) to determine a surgery date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.